Event description:
Patient tested 6.7 inr on the coaguchek xs system while a professional coaguchek xs system returned as 5.1 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.